Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures and had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the main part has a crack and screen have a crack. The customer stated that key sheet is damaged.

Manufacturer narrative:
The formatted history file analysis confirmed the pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. No crack was noted on the pump case, display window or lcd glass. The pump had a scratched case, minor scratches on the display window, a pillowing keypad overlay and keypad overlay texture damage.